Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the vasculature due to patient's anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old female patient on impella cp for mechanical circulatory support needed to be escalated to an impella 5.5. During insertion of the impella 5.5, the patient's anatomy would not allow the device to advance past the anastomosis. The physician decided to continue use of the current impella cp. No patient harm reported.